Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. Additionally, it was noted that harness was deformed and was wedged between the binding plate and the connector. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the analysis of the returned device, a cause for the reported unintended movement (clip opened while establishing final arm angle), harness deformation and harness wedged between the binding plate and connector could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. H6 - adverse event problem: component code 4733 added.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed. During preparation of nt lot: 31109r1115, the cllp failed establishment of final arm angle (efaa) as it would continuously open. Troubleshooting was performed but the issue persisted. A replacement device was used to complete the procedure. There was no patient involved.